Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve now presents stenosis. The patient will potentially undergo a valve in valve procedure with an additional sapien valve. There is no additional information available.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve now presents stenosis. The patient underwent a valve in valve procedure approximately 1 month later with an additional sapien valve.

Manufacturer narrative:
The device was not returned for evaluation. However, the 3mensio was provided by the facility, and the following was observed: presence of leaflet calcification. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed from imagery review. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, there was no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 6 years 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve now presents stenosis. The patient underwent a valve in valve procedure approximately 1 month later with an additional sapien valve'. Review of imagery revealed presence of leaflet calcification. While a definitive root cause was unable to determine due to limited information provided, technical summary. A indicates that valve calcification is likely related to patient factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was initially reported by the field clinical specialist (fcs), approximately 6 years 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve now presents stenosis. The patient underwent a valve in valve procedure approximately 1 month later with an additional sapien valve. However, per imaging review of the 3mensio report provided by the facility, the valve was noted to be calcified.